Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not turn back on after inserting a battery. An alarm went off but there was no alarm on the screen. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion to the liquid crystal display circuit board. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.